Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device is exhibiting behavior consistent with a premature battery depletion. A technical service (ts) consultant was asked to review the device data. Ts confirmed that this device is depleting prematurely and provided recommendations to replace the device in the near future. The device remains implanted. No adverse patient effects have been reported. New information was received that this s-ICD device was surgically explanted, and a new s-ICD device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted s-ICD device is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device is exhibiting behavior consistent with a premature battery depletion. A technical service (ts) consultant was asked to review the device data. Ts confirmed that this device is depleting prematurely and provided recommendations to replace the device in the near future. The device remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device is exhibiting behavior consistent with a premature battery depletion. A technical service (ts) consultant was asked to review the device data. Ts confirmed that this device is depleting prematurely and provided recommendations to replace the device in the near future. The device remains implanted. No adverse patient effects have been reported. New information was received that this s-ICD device was surgically explanted, and a new s-ICD device implanted. Besides surgical intervention, no adverse patient effects were reported. This device was subsequently explanted and replaced. Analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.